Event description:
N/a.

Manufacturer narrative:
An event of improper or incorrect procedure or method and migration or expulsion of device (aortic direction) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the reported device migration appears to be related to procedural conditions. The reported improper or incorrect procedure or method was attributed to the user snaring the device after full deployment. The reported unexpected medical intervention and surgical intervention were the result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 a 29mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient's annulus was measured with a diameter of 26.5mm, an area of 537.5mm^2, and a perimeter of 83.1mm. The left ventricular outflow tract (lvot) average diameter was 26.5mm. The patient's aortic valve angle was 53 degrees. Pre-dilation was performed with a 25mm balloon. The implant depth at 80% deployment was 3mm from the non-coronary cusp (ncc). The implant depth upon full release was 3mm from the ncc. Post-full deployment, while withdrawing the delivery system, the nosecone interacted with the valve and caused the valve to move up towards the aorta. The decision was made to snare the valve and implant a second transcatheter valve. A second 29mm navitor vision valve and large flexnav delivery system were selected for implant, however the second valve could not cross the first valve. A 26mm non-abbott valve was implanted valve-in-valve. The patient remained hemodynamically stable throughout the procedure. The patient did not present with any clinical signs or symptoms.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.